Event description:
A hospital pharmacist reported that a pt had experienced a pyocyanic corneal abscess associated with precision uv lenses. The pharmacist's report stated that the lens care system used to decontaminate the lens was potentially contaminated with pyocyanic bacilli. The lens care system was reported as solution for soft lenses decontamination, lot #260028, exp. 2005/07. The pt experienced a loss of visual acuity. No additional info is available at this time.